Manufacturer narrative:
This report is being submitted following an internal audit.

Event description:
Journal reference: tir et al "exhaustive, one-yr follow-up of subthalamic nucleus deep brain stimulation in a large, single-center cohort of parkinsonian pts." This article describes a study that enrolled 103 consecutive pts with parkinson's disease who were treated with bilateral stn-dbs. The pts were followed for a period of 12 months. Reportable event: one pt presented with lethal catatonia that lead to death one month after surgery.